Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case the pt developed adhesions after seprafilm placement. Although the role of seprafilm cannot be excluded for the occurrence of adhesions, however, the lack of information regarding the concomitant medications used by the pt precludes the complete case assessment.

Event description:
This unsolicited device case was received from united states on (B)(6) 2014, from the pt. The case involves a female pt of unspecified age who developed adhesion, abdominal pain and blood pressure was around 200/92 after seprafilm placement. The pt had medical history of adenocarcinoma and ovarian cancer. No past drugs, concomitant medications or concurrent conditions were reported. On an unknown date in 2009, the pt underwent an unspecified operation for ovarian cancer during which the seprafilm was placed (number of sheets, anatomical location, lot/batch number and expiration date unspecified) for postoperative adhesion. In addition it was reported that in 2009, the pt underwent a total of five operations for adenocarcinoma, ovarian cancer and had total hysterectomy. The pt commented that she was sent home to die. On an unknown date in 2009 after unknown latency, the pt developed adhesions. On (B)(6) 2009, the pt was hospitalized due to surgical adhesions from the previous surgeries. Subsequently, the adhesions were removed in 2010. It was reported that the pt had "six units" of seprafilm put in before closure. On an unspecified date in (B)(6) 2014, the pt experienced abdominal pain and "it felt like she was tearing up inside, like tearing off a hang nail". It was further reported that when the pt took a step and put it down, she got a shooting pain and if she was asleep, it woke her up. On (B)(6) 2014, the pt's blood pressure was approximately 200/92 (units and normal range not specified) and the pt thought it was a white coat syndrome, because it had been approximately 138/76 (units and normal range not specified) that morning but the physician "said no". As per the pt, her "ca 125 test was 282 (units and normal range not specified)". The pt had not been working since the past two months and her physician was still trying to figure out the cause of the abdominal pain. Outcome: recovered for abdominal adhesion and not recovered for abdominal pain. Unknown for blood pressure increased. Seriousness criteria: abdominal adhesion: hospitalization. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.